Event description:
The lead was not successfully implanted due to an unknown product performance issue.

Manufacturer narrative:
Additional information received from representative indicates that the lead was difficult to place and the lead helix would not engaged int the tissue.

Event description:
Additional information received, and a supplemental report is being filed.